Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4440 showed two other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "customer called in and stated that this was in regards a guide wire that sheered broke." Additional information received 09/22/2021: it was reported this product was attempted to be used on a patient, however, it sheared after being pulled from the patient after meeting resistance during placement. No harm to the patient was done. The stat lock devices are used after placement for securement, however, as stated before the wire was removed due to resistance met during placement. After inserting wire through needle, wire became stuck. Unable to advance or retract. Removed wire and needle from patient, pulled very hard on wire and wire sheared. No patient harm occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed. One 0.018 in. Guidewire and one 21 g safecan introducer needle were returned for evaluation. An initial visual observation showed use residue on the returned samples. The core wire of the guidewire was observed to be broken and the majority of the coiled wire was found to be unraveled. About 2 cm of the guidewire was observed to be protruding from the distal tip of the needle; this section of the coiled wire was found to not be unraveled. A microscopic observation revealed the break site in the core wire was tapered with a granular fracture surface. The needle bevel was observed to be damaged and the coiled wire just proximal to the needle bevel within the needle itself was found to be severely unraveled. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "customer called in and stated that this was in regards a guide wire that sheered ,broke." Additional information received 09/22/2021: it was reported this product was attempted to be used on a patient, however, it sheared after being pulled from the patient after meeting resistance during placement. No harm to the patient was done. The stat lock devices are used after placement for securement, however, as stated before the wire was removed due to resistance met during placement. After inserting wire through needle, wire became stuck. Unable to advance or retract. Removed wire and needle from patient, pulled very hard on wire and wire sheared. No patient harm occurred.